Event description:
Reference medwatch (B)(4).

Manufacturer narrative:
The user facility has reported that in the first calendar quarter of 2013 the service request (sr) frequency has gone down. The steris district service manager (dsm), stated that filter problems accounted for most of the recent service calls. The user facility's biomedical recently placed 3 calls to replace filters. Steve johnson (dsm) contacted biomedical and asked them to replace their filters; they stated they would not. A steris service technician went on-site week of (B)(4) 2013 and replaced the required filters. On (B)(4) 2013 the steris technician spoke with (B)(6) (initial medwatch reporter) about replacing filters on their system 1e's; on (B)(4) 2013 the technician provided (B)(6) a filter log to help the facility log and track their filter replacements. The replacement of the maxpure filters is the user facility's responsibility. The operator manual states (pp.9-5), "the maxpure filter is replaced, at a minimum, once every 90 days. If the maxpure filter has not been changed within 90 days, the processor will print out message: warning- maxpure filter. In use for 90 days. See operator manual". Section 9 maintenance of the system 1e operator manual contains detailed instructions on how to replace filters, see also page 9-5 for maxpure filter replacement and 9-21 for pre filter replacement. Steris has advised the user facility that a service call is not required to change the maxpure filters. The user facility expressed their satisfaction with steris's response to their concerns and our response time. The user facility has also indicated that operation of their processors has been improving. Steris continues to support the user facility with all service calls that are placed. Steris service engineering has been responsive to all service calls in a timely matter.